Manufacturer narrative:
Sections with additional information as of 20-mar-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 16-jan-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he did not receive the replacement products, he had only received a return label. Product was to be re-shipped to customer. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes, stating that the plunger on the 31g syringes did not work. Complaint was initially reported via e-mail and customer was contacted by telephone. Customer stated he is using the syringes to administer insulin to his dog. Customer stated that on 3 out of the last 14 syringes "the plunger seal is stuck in the end of the barrel and the plunger pulls off of it when pulling back." The package was not open or damaged when received by the customer. No symptoms or medical attention associated with the use of the product was reported.